Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument would not open/activate. The vse instrument was inspected prior to use and nothing was observed out of the ordinary. The vse instrument was entered intra-abdominally via trocar. The surgeon declared the instrument would not activate during subsequent use. The vse instrument worked the first half of the case. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of dislodged screw to be related to the customer complaint. The vessel sealer extend (vse) instrument was found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. The screw was found dislodged from its normal position and stuck to the magnet inside the housing. There are no sign of potential fragments. The root cause is attributed to the component susceptibility to damage. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open properly when attempted. The root cause of this failure is attributed to manufacturing.